Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pocket 2.2 a6 would not open. A field service engineer troubleshot the issue but was unable to recreate the problem, tested all pockets in hta and found that pocket 2.2 a6, as well as d1 and e6, were slow to respond. The field service engineer popped the pockets out and cleared any debris found, verified all bus/cable connections and verified drawer/pocket operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.